Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2017 with the following findings: during investigation, the pump was returned with moisture behind the display lens. There was no corrosion in the battery compartment. There were unexplained pump reboots observed in the black box. The battery compartment was found to be cracked. The battery cap was not returned. A test cap attached to the pump and powered on. There were no power issues duplicated when the pump powered on. The keypad was unresponsive. A leak test failed due to a battery compartment leak. The pump cover was removed and there was moisture ingress found in the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.